Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer changed out the cartridge and issue was able to receive an accurate fill estimate. There was no impact to the customer's blood glucose level. Reportedly, cold insulin had been used.